Event description:
It was reported that the patient's had high defibrillation lead impedance alert on the implantable cardioverter defibrillator. No interventions were performed. There were no patient consequences.